Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor is still in the insertion tube. The sutures still run through the cannula to the cleat. The cleat is fully extended. A functional evaluation showed the driver can no longer be used to advance the anchor. The ratchet will not lock and can fully extend the cleat down and back up without moving the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: (1) incorrect bone hole preparation. (2) improper depth insertion. Or (3) bone hole not clear of material. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference : (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found the device with no visible damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include excessive force or torque used on the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for assessment.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder arthroscopy, one (1) 2.8mm q-fix all suture anchor was placed, the knob was rotated clockwise, it was evident how the external sutures were deployed but did not form the knot, leaving them completely exposed. When removing the inserter, it was noticed that the sutures were still inside the implant. The procedure was resumed, without any delay, using an equivalent s+n back-up implant. An additional hole was drilled to use the back-up implant. No further complications were reported.